Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006, patient was admitted to the facility, where the patient underwent spine fusion surgery using rhbmp-2 on the lumbar region of his spine from vertebrae l4 to l5. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space and transverse processes). Post-op, patient had increasing low back pain, with radiating pain into his right buttock, groin and thigh. Severe pain and symptoms ultimately compelled patient to undergo a risky, painful and costly revision surgery, due to bony overgrowth and suspected nonunion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.